Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
E1 - initial reporter has been updated.

Event description:
Additional information received indicates the ipg was explanted and replaced on jan 29, 2025. Effective therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the elective replacement indicator was observed on the ipg. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.